Event description:
The patient reported a pod communication error. No change in blood glucose values was reported. Analysis of the device confirmed a tear on the internal portion of the soft cannula, resulting in a fluid leak. The observed internal cannula tear and subsequent fluid leak are confirmed as the cause of internal corrosion and data loss. The device was originally reported for pod communication error - during operation.

Manufacturer narrative:
The device was received fully deployed with evidence of corrosion and fluid observed through the bottom housing. Upon removal of the top housing, corrosion was observed on the mechanism rails, chassis, cam finger, pcb, and top battery. The observed corrosion resulted in all three battery voltages measuring lower than expected and the pod data being unable to be retrieved. Due to the observed data loss and the device's inability to communicate with a master controller, the presence of a communication error could not be confirmed. During investigation, fluid was observed to leak from a tear in the right side of the unexposed portion of the soft cannula. The observed internal cannula tear and subsequent fluid leak can be confirmed as the root cause of the observed corrosion and data loss, however it could not be determined if the internal cannula tear contributed to the reported communication error due to the observed data loss. The observed internal cannula tear is related to action (B)(4) locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone12.8 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.